Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/28/2020.

Event description:
The customer reported that the device had experienced touch panel failure. The device was evaluated by the field service engineer and the reported issue could not be confirmed. The touch panel was within normal range and there was no abnormality. The field service engineer did not replace any parts on this device due to no abnormalities being found. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.